Event description:
Problem: surgery purchased and used valley lab force fx generator. When delivered bio-med noted that the serial # tag had been removed, or was missing. Valleylab stated their co would not do this. The equipment was purchased from: northwest surgical products inc, reno, nevada. With no numbers, there is no way to track equipment or know if any changes have been made to the equipment. Even the date of MFR is not available. Basically, the potential for pt injury, given the amount of used equipment available, is increasing. Used equipment should meet the same standards as new as far as MFR specs etc. Also, background data should be available ie: preventative maintenance or repair histories.